Event description:
The stent was placed and the balloon inflated. Both the proximal and distal ends of the stent expanded as intended. However, the middle of the stent did not due to calcification. Upon removal, the stent came back with the balloon and slipped off in the groin. The stent was subsequently lost in the patient.